Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 360 mg/dl using truemetrix meter and 420 mg/dl using dr.'s device. On (B)(6) 2017, customer had a follow up appointment with his doctor unrelated to his blood sugar. During assessment, the doctor checked the customer's blood sugar with the truemetrix meter and obtained result of 360 mg/dl fasting. The doctor expected the blood sugar to be higher, therefore he checked it with his meter and obtained result of 420 mg/dl fasting. The doctor instructed the customer to call because he believed that the truemetrix meter was reading lower than expected. The customer's expected fasting blood glucose test result range is 120 - 240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 360 mg/dl and 420 mg/dl daughter called in on behalf of customer stating that the customer's meter read about 60 points lower than the doctor's meter.